Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in 2016. The patient recently started to notice that it is not as rigid. The physician stated that it pumps to about 80% rigidity then the pump collapses. The physician suspects there is a leak.